Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix on this right ventricular (rv) lead would not extend. Eventually the procedure was aborted with no products implanted. No adverse patient effects were reported. The attempted lead was discarded by the physician after the procedure and is not available to be returned for analysis.